Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps intrument could not be energized. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy and passed the electrical continuity test without any issues. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.